Event description:
Caller reported a pixel issue on the pump display, which affected the customer's ability to interact with the pump and read the screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer will use an alternate form of therapy, multiple daily injections (mdi), to maintain insulin delivery.